Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed a ¿24v low¿ error and emitted a burning smell during a patient's hd treatment. During repair, the bmt found that the silver capacitor on the power supply exploded and sprayed oil all over the power supply. Upon follow up, the bmt said that there was a burning smell, scorching, sizzling, charring and blackening. This issue occurred during rinse. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The capacitor was the original fresenius part on the machine. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test. The capacitor damaged the power supply. The machine has approximately 2,520 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt is waiting for a new power supply to arrive. The power supply was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed a ¿24v low¿ error and emitted a burning smell during a patient's hd treatment. During repair, the bmt found that the silver capacitor on the power supply exploded and sprayed oil all over the power supply. Upon follow up, the bmt said that there was a burning smell, scorching, sizzling, charring and blackening. This issue occurred during rinse. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The capacitor was the original fresenius part on the machine. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test. The capacitor damaged the power supply. The machine has approximately 2,520 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt is waiting for a new power supply to arrive. The power supply was reported to be available to be returned to the manufacturer for physical evaluation.